Event description:
After multiple reloads the pse45a ethicon power stapler malfunctioned. The md tried to get the reload to fire and it did not fire. A second stapler was then opened. Product returned to rep, (B)(6).